Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked by the right bottom corner. No error which related to customer reported problem was found in event history log. The whole plunger assembly was found loose and rotated during visual inspection. The root cause of the reported issue was found to be customer damage. .actions were taken to mitigate the reported issue: replaced carriage and plunger tube. Performed pm maintenance and all functional testing which passed. UDI information is unknown.

Event description:
It was reported that the device's drive shaft is loose. No patient injury was reported.